Event description:
This report was received from (B)(6) and is a spontaneous consumer report from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call to baxter customer service, the consumer reported the following. On an unknown date, the patient experienced peritonitis and was hospitalized. The patient was unaware of how she got peritonitis. Treatment was not reported. On an unreported date, the patient recovered. It was not reported what action was taken with dianeal therapy. The consumer did not provide an opinion of causality. The nurse declined to provide additional information.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number h10g26065 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.